Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the chin with roughly 0.6-0.7mls of juvéderm® voluma¿ with lidocaine. The next day, patient presented with a slight capillary network / "pattern" in the area. Patient does not have spontaneous pain, only slight sensitivity upon palpation. Skin is intact with no signs of ischemia, pallor, or significant livedo. Hcp is unsure where it was a transient or post-traumatic vascular reaction. No treatment noted and event ongoing.